Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Serial number = na.

Event description:
It was reported that during a bladder procedure it was too hard to take the tip blade in and out. Another device was used to complete the case. There were no adverse consequences to the patient.